Manufacturer narrative:
One 72203721 fast-fix 360 curved needle delivery expanded indications system device used for treatment, was returned for evaluation. The complaint stated: ¿t2 implant could not be detached from the fast-fix 360 curved needle delivery system device¿. There was a relationship between the reported event and the device. T1, t2 were not returned. Suture was not returned. The delivery needle showed obvious damage. The needle had been visibly bent downward and toward the right. The distal tip had been bent back. The depth limiter was attached to the device. The actuator had been sprung out of the needle track and the device no longer cycled or actuated due to the needle disfigurement. Per instructions for use: ¿do not bend the delivery needle. The fast fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle¿. Note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Complaint history review found no other reports for this lot number. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscus repair surgery, the t2 implant could not be detached from the fast-fix 360 curved needle delivery system. The t1 implant had been already secured in the patient but was then removed. A back-up device was available to complete the procedure without any delay. The patient was not injured.